Manufacturer narrative:
Analysis confirmed the customer comment that the display was not working, the liquid crystal display's flex cable was damaged and it was additionally noted that the output connectors had a couple of dents. The output connectors were replaced as a preventive measure. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top display of the external pulse generator was not working. The generator was returned for service. There was no patient involvement.